Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the button she uses to bolus is unresponsive, and even having removing the battery and putting it back in the button remains unresponsive. Troubleshooting could not be initiated since the customer was at work and did not have time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer stated that she will call back once she is out of work. No products were shipped or returned.